Manufacturer narrative:
Concomitant medical product: product ID tm90p01 serial# (B)(6) product type accessory medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported the cause of the issue was determined to be a communicator issue. When asked what steps were taken to resolve the issue, they reported they replaced the communicator with a new one and the issue was resolved. They stated they "applied steps several attempts, finally was able to adjust pulses properly. The cause of being unable to feel stimulation vibration was determined, and the most likely cause was the communicator not functioning but after replacement the vibration was restored. The issue was resolved. They stated they were still receiving adequate therapy when not feeling stimulation and wrote "I'm feeling okay now, back to normal".

Manufacturer narrative:
Date is estimated; month and year are valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the caller stated that they want to make an adjustment to the therapy. The caller reported that they cannot feel the stimulation vibration and it has not helped the symptoms at night over the past 3 weeks to a month. Agent helped caller try to connect to the ins and they were seeing "device not responding". Advised caller to reposition communicator and the call dropped. Attempted to call caller back multiple times at the number provided but the call would not go through. The patient called back and patient services continued to troubleshoot. The patient still received retry. The patient had initially been right in front of their computer so they moved away and toggled the bluetooth off and back on again but still received "retry". The patient restarted the handset and the communicator. They confirmed the blue light on the communicator immediately went solid when they went into the mytherapy application, they saw the incision and could feel the ins under the skin, however they were still unable to connect. At a few instances they got a 'communicating with device screen,' but they never connected even after repositioning the communicator multiple times. The patient stated that earlier, they had been able to connect to see their settings and increased their stimulation from 3.0 v to 3.3 v however they hadn't been feeling a tingling sensation. The patient then stated the screen of the handset disappeared (went dark) so they had to unlock it again and connect again but the screen went dark again. The patient denied having any traumas or falls to the implant site but they stated at one point they were thinking their inability to connect had been something to do with their incision and they didn't want to have to go back to the hcp or to have to have another procedure. Despite this comment, given the patient gave no other indication that there was an issue with their incision and the patient's comment appeared to be based on their concerns of not being able to resolve this and potentially having to have another procedure and/or meeting with their hcp if the issue didn't resolve, patient services sent an email to repair and the patient was sent a replacement communicator with the guidance that if the issue was still not resolved after the replacement the patient should make an appointment with their managing hcp. The patient was going to continue to attempt to connect in the meantime and noted they'd call back if they resolved the issue or if the replacement communicator did not resolve the issue.